Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing did the issue occur? Staples went everywhere after being fired what color cartridge was being used when the staples were malformed? Blue was buttressing material being used? No. Did the primary surgeon fire the device? Yes. Was there any bleeding? No the analysis results found that the ats45 device was received in good visual condition and with a cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device cut but did not staple correctly. The staples were malformed. An endoloop was used to complete the procedure without patient consequence.